Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during the initial drain. The patient had pressed "go" and started the initial drain cycle prior to connecting to the hc. Gts had the patient cycle power to clear the error and end therapy. Gts then had the patient remove the cassette. The patient elected to start over with new supplies and agreed to notify their dialysis nurse. Gts reviewed proper procedure with the patient. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The patient had pressed "go" and started the initial drain cycle prior to connecting to the hc. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.